Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
As per sales rep, patient was revised due to chronic dislocation. Head and liner were revised and constrained liner and 22 head were implanted.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method and results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a clinical review of both revision cases concluded: there are no patient demographics, no x-rays and no clinical or past medical history, and no (B)(6) 2016 second revision operative report is available for review. When a constrained liner is utilized for recurrent hip dislocation, if the instability was due to impingement, malposition or soft tissue inadequacy, there will be repeated impingement on the locking device of the constrained liner. After five-and-a-half years in situ the locking mechanism failed due to impingement damage. There is no evidence of manufacturing or material defects observed. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including progress notes, serial x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As per sales rep, patient was revised due to chronic dislocation. Head and liner were revised and constrained liner and 22 head were implanted.